Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the lock on the introducer would not lock when inserting the dilator and continued to rotate. The introducer wa attempted/not used and replaced. During implant of the leadless ipg during recapture, the device could not be inserted into the cup properly. After the system was removed, it was noted there was some type of white suture material on the system, suspected to be the tether. As no impact to the device was suspected, the leadless ipg was placed with no further issues.

Manufacturer narrative:
Continuation of d10: product ID mi2355a ((B)(6)); product type: 0199-introducer; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.